Event description:
The customer reported that their device displays a blank screen. This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.

Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.root cause of the issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device displays a blank screen. This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.